Manufacturer narrative:
On (B)(4) 2018 immucor technical support used a remote electronic connection method to transfer camera images, event logs and result batches for the issue described. Camera images were optimal and aligned, event log shows no errors during processing and specimens were acceptable based on color check images. On (B)(4) 2018 an immucor field service engineer (fse) responded onsite and confirmed the customer's complaint of an unexpected negative reaction. The fse replaced the probe assembly as part of troubleshooting. The unexpected reaction checklist performed successfully. The instrument was decontaminated per the echo software. The instrument was initialized and all daily maintenance performed successfully. 3 cell qc performed and passed. Several patient samples were retested including 2 samples which had previously resulted false negatives. All samples resulted as expected. Instrument is operating within specification and has been released back to the lab for use. No sample or product was returned to immucor for evaluation. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported unexpected negative antibody screening results with capture-r ready-screen 3 on the echo v2 instrument.